Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure small last piece of the trailing haptic broke off during placement. Since the remainder of the trailing haptic still provided sufficient support for optimal centration, the iol was left in situ. The the haptic from the eye has been removed during the initial procedure. The wound was not enlarged. Additional sutures were not required. There were no negative consequences to the patient.